Event description:
Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female patient, (B)(6), with gonarthrosis of both knees. The patient's medical history was significant for previous use of synvisc (administered from (B)(6) 2011, at a dose of 2 ml/week for pain relief). On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f20) injection at a dose of 2 ml, once in a week in an unspecified knee. The lot number of synvisc was not provided. On (B)(6) 2011, the patient experienced joint fluid retention. On the same day an unknown amount of fluid was aspired and treatment with triamcinolone acetonide injection for joint fluid retention was initiated at a dose of 20 mg. On (B)(6) 2011, triamcinolone acetonide injection was again administered at same dose of 20 mg. The action taken with synvisc treatment was not provided. On (B)(6) 2011, the patient recovered from the event of joint fluid retention. Concomitant medications were not provided. The intensity for the event of joint fluid retention was not provided. The reporting physician assessed the relationship between synvisc and the event of joint fluid retention as probable. This is 1 of the 9 cases reported by same reporter. Please see (B)(4) for additional information. The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.